Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the device was found broke in the washer after surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the tibial articular surface provisional (tasp) exhibits signs of repeated use the rails on the distal side are heavily damaged. This device is used for treatment. It was reported that the surgical technique was followed during use of this device. The device was manufactured in june of 2014 and had an approximate field life of two (2) years and two (2) months. The device had an unknown frequency of use. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device. The complaint is considered confirmed as the returned tibial articular surface provisional (tasp) exhibits signs of repeated use the rails on the distal side are heavily damaged. The likely condition of the part when it left zimmer biomet control is considered conforming based on the returned product, the DHR review and the extended field life.